Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the diagnostic procedure was completed without delay by manually raising the joystick. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the geometry control module. The fse replaced the geometry control module and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry module button was stuck which resulted in uncommanded motion. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.